Event description:
It was reported that after the injection was completed, when tried to activate the safety feature to remove the needle, but the safety feature did not work. There was no reported patient injury. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.